Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a leak. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction and found that the o2 sensor has a broken screw cap. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.